Event description:
It was reported: heart surgery of a child. After the completion of a cardiopulmonary bypass and full resuscitation a sudden alarm of "fresh gas low or leakage, apnea" (no. Co2) was posted by perseus in pressure control mode. Reportedly the pt spo2 was down to 30%. After recovery of oxygenation with manual ventilation the device was subjected to a self-test in which no failure was noted. The device was used again for the rest of the procedure.

Manufacturer narrative:
During a first device check after the event reportedly no device failure was identified. The investigation is ongoing. The investigation results will be reported in the f/u report.